Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide cable coating damage, the junction case broken, the light guide cable buckled, the angle wire play, the side body cover scratched, the lcb distal cover glass scratched, the air/water nozzle loosened, the r/l knob loosened, the junction case loosened, the lg prong top loosened, the r/l lock knob improper adjustment, the insertion flexible tube (ift) worn out, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.